Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernioplasty and mesh fixation on pubic tubercle, after firing, the consultant observed that the tacker had not applied properly on pubic bone and a second firing was performed. This time, two tacks came out of the shaft, but could not fix the mesh properly over the pubic bone. Mesh fixation was done with suturing to resolve the issue. There was no patient injury.